Event description:
It was reported to boston scientific corporation that a nephrostomy catheter set was used in the kidney during a kidney stone removal procedure performed on (B)(6) 2022. During the procedure, it was noticed that the device was broken. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. This event has been deemed a reportable event based on the investigation findings of distal end of the sheath was buckled accordion.

Manufacturer narrative:
(B)(4). Visual examination found that the sheath was buckled accordion at the distal end and the introducer needle was bent. A functional test was performed and it was noted that the mandrel pass through the device without resistance. It is most likely that the factors encountered during the procedure such as the force applied could cause the device problems which could affect the device performance. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.